Manufacturer narrative:
Since the actual product used in the surgery was left in the pt and thereby not available for eval, the complaint cannot be confirmed or denied. Eval of the four returned intact samples from the same package revealed that they were all within porosity specification. No product error is found. Code 86: the manufacturing batch records for the device were reviewed. Code 100: the batch records were not atypical- no similar complaints against this batch.

Event description:
The fabric was implanted for a carotid patch during a carotid endarterectomy procedure. Upon declamping, the patch leaked approx 400 to 5oocc of blood. To stop the bleeding, the dr applied thrombin and gelfoam, then heparin was reversed with protamine, the dextran IV was discontinued and the patch was packed. The bleeding stopped and the patch was left in. The post-operative condition of the pt is ok.